Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer's blood glucose level was 200 mg/dl. Customer stated that one day he had a flat line showing blood glucose was around 150 mg/dl when it was actually 190-200 mg/dl. Customer also stated that he had an issue with one infusion set, but the issue was resolved when it was changed out. Customer was advised to call the helpline if they need assistance putting in the next sensor. No additional information provided.